Manufacturer narrative:
Baxter's product surveillance dept has reviewed proper procedures with the home pt's nurse.

Event description:
A home patient contacted baxter's technical service ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain of her automated peritoneal dialysis therapy. Per initial report, the home pt connected to the homechoice machine after initiating therapy. Baxter's technical service ctr assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.